Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue and experienced diabetic ketoacidosis. The patient received alerts and tried to self-treat high blood glucose level by delivering a bolus. Thereafter, the patient went to the emergency room with blood glucose level at 565 mg/dl where he was treated with intravenous fluids. The patient's level of ketones was identified as dangerous/life threatening by a health care professional. The hospital was having a difficult time bringing his blood glucose level down. Then, the health care professionals noticed that the patient's heart rate and blood pressure were low. The patient stayed in the emergency room for less than a day and his condition was weak but stable with blood glucose level between 120-130 mg/dl when he left the emergency room. Subsequently, the patient was admitted to the hospital on (B)(6) 2019. The patient was unsure if the kinked soft cannula was the root cause of hospitalization. As corrective treatment, the patient received intravenous fluids, which resolved the issue. The infusion set had been in use for less than three days. The patient was released from the hospital on (B)(6) 2019. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.